Event description:
Pt was on an intra-aortic ballon pump. The pump alarmed and gave message "blood at catheter tip". The staff did not see any blood, turned the pump off, restarted as prompted by the intra aortic balloon pump. Upon refilling and attempt to restart pumping, the intra aortic balloon pump gave message "gas loss leak", and the staff then noted blood in the tubing. The balloon catheter was removed. Post removal, the pt developed respiratory distress and required intubation and ventilatory support. Another balloon catheter was inserted and pumping restarted.